Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of the amplifier does not turn on during the intervention/ won't boot. The fse determined the cause of the problem to be a problem with the main power cord assembly. The fse replaced the power cord assembly and then verified system functionality. The power cord is used to interface the system with the facility power outlet. A failure of this plug will result in the system not booting or functioning. Based on the age of the system (last year manufactured, 2006) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac power cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to power up. No patient serious injury or death was reported related to this event.